Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional analysis was performed on the returned device. The reported difficulties were not confirmed as the stent was already deployed and remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication to suggest a lot specific product issue. The investigation determined that the reported difficulties were likely related to procedural circumstances. It is likely that the distal shaft was bent or restricted in the anatomy preventing the shaft lumens from moving freely and causing the resistance thumbwheel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly calcified and tortuous iliac artery. The absolute pro vascular stent delivery system was advanced to the target lesion via a 6 french cross over sheath. Deployment was initiated. It was noted that the thumbwheel was difficult to turn, seeming sticky and deployment was difficult; however, the stent was deployed. There was no adverse patient effect and no clinically significant delay. No additional information was provided.